Event description:
The initial one-level procedure was completed without incident. Approx one month post-op, it was noted on x-ray the rod on the right side was completely out of the superior screw head and almost through the interior screw. The left side appeared intact on x-ray. A revision procedure was scheduled.

Manufacturer narrative:
Eval results - device was not returned to MFR; no eval could be performed.